Event description:
Boston scientific received information that the communicator lost power and the power cord became hot to the touch and began smoking. A new communicator and power cord were sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this communicator and power cord were analyzed and showed no signs of physical damage. Further analysis revealed that the power cord did not get hot after 20 minutes. The communicator passed all tests and the allegation was not confirmed.